Manufacturer narrative:
UDI: (B)(4). The component was returned for evaluation. Visual examination found silastic strain relief was split at the connector. The device passed electronic, noise, linearity/hysteresis and signal drift tests. A review of component quality records found the sensor met all manufacturing and quality testing/inspection specifications. A review of finished good records could not be performed, as no lot number was provided. Based on the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during pre-use testing, a microsensor gave negative readings when connected to an icp cable. Another microsensor was used to complete the procedure. There were no reports of delay or patient harm.